Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 21 needles 21ga 1-1/4in hypak had illegible label packaging, and 1 unit with a blue hub arrived mixed into the batch. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "21 units with illegible printing - issue "package printing permanency" "1 unit with blue hub - issue "mixed products".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-27. H6: investigation summary: 258 samples and photos received for investigation, 20 needles observed with needle bent, 21 samples with illegible printing in packaging, additionally, the empty unit defect (empty blister), this cannot be confirmed, since the blister package was received opened. During the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. Possible root cause: needle bent- system vision failure. Package print permanency- vision system failure, lack of ink in the printers. Package empty- vision system failure. Corrective actions: needle bent- change and adjustment to vision system line. Package print permanency- verification of ink and printer preparation. Some actions were implemented before receiving this claim and after the batch was manufactured, so new actions have been established in this investigation to strengthen the system and mitigate the risk of defects are generated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 21 needles 21ga 1-1/4in hypak had illegible label packaging, and 1 unit with a blue hub arrived mixed into the batch. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "21 units with illegible printing - issue "package printing permanency.""